Event description:
The contact called from fresenius medical care. Low control tests were performed using an elite basic meter and the results were around 400 and 450 mg/dl. The meter was not used for any blood glucose, so no adverse events were alleged. The meter is to be returned for eval, and a replacement meter will be sent.

Manufacturer narrative:
A serial number was not provided for the meter, so it was not possible to determine a MFR date.